Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation everywhere the device touches. Patient reported no visible irritation but that it is itchy and stings when he sweats the patient was given an allergy pill and prescribed triamcinolone by physicians. Patient reported that the skin irritation has got intermittently better and was still being treated.